Event description:
It was reported that the sheath exhibited air during aspiration. During preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf) a faradrive sheath was selected for use. Prior to insertion into the patient the sheath exhibited air during aspiration. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.